Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user advised right wheel lock screw broke causing it not to lock the wheel.